Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available medical records and medical experts¿ assessment the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of available medical records healthcare professional observed following ¿the device has been used as intended. Due to the talocalcaneal fusion and thus the changed biomechanics a slight dislocation/loosening of the talar component becomes visible. The pe can-not safely be assessed but looks as it is in place and not seriously damaged/broken.¿ based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by talocalcaneal fusion that changes biomechanics resulted in dislocation/loosening of the implant if any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (clinical signs code, device code, results code, conclusion code) the reported event could be confirmed, based on available medical records and medical experts¿ assessment the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- ¿the device has been used as intended. Due to the talocalcaneal fusion and thus the changed biomechanics a slight dislocation/loosening of the talar component becomes visible. The pe can-not safely be assessed but looks as it is in place and not seriously damaged/broken.¿ based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by talocalcaneal fusion that changes biomechanics resulted in dislocation/loosening of the implant if any further information is provided, the complaint report will be updated.